Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Mss reviewed pa test results for this complaint lifescan received the test strips and meter involved with this complaint. The patient¿s test strips and meter were evaluated on (B)(6)2014 and (B)(6) 2014 respectively. The test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue where the test strips was found to have results below range when tested with control solution. The meter passed all testing with no faults found. The reported issue could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch ping meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that alleged inaccuracy began on (B)(6)2014. At 6:00am. At this time the patient reported obtaining reading of 15.2 mmol/l blood glucose result on the subject meter and took 4 units of novorapid. The patient stated that he manages his diabetes by self-adjusting his doses of insulin. Approximately 1 hour later the patient states he developed symptoms of ¿dizzy, confused¿. The patient retested, and obtained a reading of 3.2mmol/l on the subject meter. Patient stated hey took milk and a granola bar, and felt better shortly after. At the time of troubleshooting, the csr determined that the correct unit of measure was used at the time of testing. Replacement products have been sent to the patient. This complaint was being ruled-out as a reportable event due to the conclusion(s): although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury. The reported meter result correlated with the patient¿s symptoms and treatment. In addition, there was no evidence the device malfunctioned because the control solution test fell within the appropriate control solution range.